Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fixation procedure at c2-t2. Post-op, paralytic symptoms at c5 were observed. Hence, posterior cervical decompression surgery was performed on the next day. Patient's issue has now been reported as resolved. According to the healthcare professional, the adverse event occurred due to over-correction of kyphosis. No malfunction was reported for the reported implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no product malfunction reported which caused paralytic symptoms. Currently, there is no plan to explant the product.